Manufacturer narrative:
(B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has a machine pressure sensor auto zero failed message. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The removed data acquisition (da) and motor controller (mc) pcbas were returned to the failure investigation lab (fi). A visual inspection of the returned boards revealed no evidence of damage or contamination. The fi technician installed the da and mc pcbas into a fi ventilator to duplicate the reported issue. The 1108 error code could not be duplicated.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the da pcba board and the mc pcba board to resolve the reported issue. The device passed the required performance verification tests. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.